Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 51 to 532 mg/dl. The customer was not feeling well but treated with manual injections. Customer's blood glucose value was 404 mg/dl at the time of the call. The customer was advised to contact her trainer by her doctor and not to use the insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not troubleshoot and did not send the product back for analysis.